Event description:
The right ventricular (rv) lead was returned to the manufacturer after being attempted but not used during the implant procedure because the lead would not advance or retract in the sheath/introducer. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant. (B)(4).